Event description:
In 2005, the lay reporter, the lay pt's neighbor contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately 4 days later the med affairs spec (mas) spoke with the pt with the assistance to obtain and verify info. The pt has owned the reported meter for about 3 yrs. She normally tests with the meter twice a day. She takes 70/30 insulin, 25 units in the am and pm. She says she takes less or more insulin dependent on the meter readings, however, she was unable to clarify specifically how she adjusts the insulin dose. She also takes "elotsonin" orally for diabetes 15 days ago she tested with the reported meter at 7:00 am and obtained a result of 19.1 mmo/l (converts to 344 mg/dl) while feeling weak; she interpreted the result to be 191 mg/dl. She took elotsonin and 25 units of 70/30 insulin after testing with the meter. During the day she continued to feel weak and spouse took her to the hosp where a result of 453 mg/dl was obtained at the laboratory. The pt was treated with insulin and released to home; she did not know the specific insulin dose she received. The customer svc agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl. The pt did not recall changing the unit of measurement in the meter settings. The csa also discovered the test strips were expired; testing with expired test strips can cause inaccurate results. The mas placed an order to replace the meter, test strips, and control solution. The case is reported as an adverse event because the pt misinterpreted the meter readings, took a lower dose of insulin than was necessary based on the misinterpreted readings, and consequently experienced hyperglycemia requiring med intervention.